Event description:
Related manufacturer reference number: 3006705815-2023-02061. It was reported that the patient had several falls, and as a result had lead fractures and system diagnostics recorded high impedances on the leads. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue was unable to be conclusively determined.